Manufacturer narrative:
Device not returned

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. A specific bg value was not provided. Reportedly, an incomplete bolus alert occurred when the customer attempted to deliver a bolus. Tandem technical support educated the customer on the causes for incomplete bolus alerts, and on ensuring a bolus request is completed. A bolus was delivered to address bg level.